Event description:
The customer was admitted to the hospital for diabetic ketoacidosis. He felt shakey, dehydrated, had a severe headache, was weak, had palpitations and nausea. The hospital blood glucose reading was 650mg/dl and his contour next link read 573mg/dl. In ICU he was put on an insulin pump and injected with 7 units of insulin every two hours. He got out of ICU on (B)(6), but still in the hospital at the time of the call. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.